Manufacturer narrative:
H10 h3, h6: one 72201888 biosure ratchet driver, has not retuned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. The information provided states: ¿during lcp, lca and lcm arthroscopy procedure, the biosure ratchet driver broke in the doctor's hands¿. This is a four-year-old device. An exact root cause cannot be determined with confidence without the pertinent clinical details; however, factors that could have contributed to the reported event include improper cleaning of device. The instruction for use states: ¿pay careful attention to cleaning devices with challenging design features. Challenging design features can include, but not limited to, suction levers, stopcocks, interfaces, cannulations, holes, blind holes, crevices, hinges, mating surfaces, etc¿. Complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during lcp, lca and lcm arthroscopy procedure, the biosure ratchet driver broke in the doctor's hands. The instrument was inside the patient. No delay and the same device was used to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.